Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: g4 (PMA/510k), h6 (medical device problem code). No decon or visual inspection performed since product was not returned and could not be evaluated. Megan, an rn in the hf ICU, reported an autofill failure alarm on a cardiosave device during patient use. Initial troubleshooting revealed no kinks or blood in the helium extender tubing. Due to the ongoing pump exchange, further troubleshooting steps were declined. After switching to a new pump, a fiber-optic sensor failure alarm appeared. Attempts to resolve it by reconnecting the fo cable were unsuccessful, so the cable was labeled and removed from use. Transitioning to the transducer resolved all alarms, and therapy resumed without further issues. Based on the description, the customer experienced both an autofill failure on the original pump and a fiber-optic sensor failure on the new pump suggests a faulty or improperly fo cable connection, which persisted despite reconnection attempts. The inability to perform full troubleshooting before switching pumps limited the opportunity to isolate the exact cause. It is impossible to determine the root cause of both of the alarms since the iab was not yet returned to us for investigation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e1 (event site state).

Event description:
N/a.

Manufacturer narrative:
Due to character limitation event site full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference no. : (B)(4).

Event description:
It was reported that the after inserting the intra aortic balloon(iab) catheter had the fo sensor failure alarm and an autofill failure alarm on a cardiosave during use. No patient harm or injury was reported